Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the spine, it was observed that the foot control device had a tear on the cord. There were no delays in the surgical procedure and a spare device was available for use. It was reported that the procedure was completed with no further issues. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as february 13, 2018 in the initial report and has been updated to february 12, 2018. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cord was damaged preventing the functional assessment from being completed. Therefore, the reported condition was confirmed. It was determined that the damaged cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which damaged the cord during cleaning or use. The assignable root cause was determined to be due to mishandling of the device which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.